Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. About 6 hours into support, the "purge pressure high" alarm triggered after a purge pressure rise of less than 5 minutes. The high pure pressure lasted for a total of 45 minutes before resolving. The motor current pulsatility remained low and the flow was saturated at this time. After reviewing the clinical information, it was determined that the cause of the high purge pressure was most likely ingested biomaterial occluding the purge gap. The instructions for use provides troubleshooting for high pressure issues. It states unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 43yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that after the pump was implanted, there was a high purge pressure. The purge solution was changed to tissue plasminogen activator (tpa) for a suspected clot. The patient remained on support. No further issues were reported. No patient harm was reported.